Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the sheath being dislodged from the needle and this was discovered after opening the box. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿customer informed me of x 2 incidences of the needle sheath being dislodged from the needle and this was discovered after opening the box. This is a high risk for clinicians to receive a needle stick injury as the sheath was not protecting the sharp.¿

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-17. H.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for loose non-patient shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose non-patient shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, that the sheath was being dislodged from the needle, and this was discovered after opening the box. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿customer informed me of x 2 incidences of the needle sheath being dislodged from the needle and this was discovered after opening the box. This is a high risk for clinicians to receive a needle stick injury as the sheath was not protecting the sharp.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.